Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported of a compromised force sensor system from the insulin pump. The customer's blood glucose level was 19.1 mmol/l. The customer's mother is unhappy with the pump and the issues. The customer's mother stated that his is the 4th replacement pump to be replaced in 18 months. The customer has ended up in the hospital twice for diabetic ketoacidosis. Customer was advised to discontinue use of the device and to revert to a backup plan.